Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during surgery the irrigation channel was not working properly due to which poor plasma, weak cutting with charring and smoke was seen. There was no back-up available to complete the procedure. It is unknown if there was a delay.

Manufacturer narrative:
The returned unit, intended for use in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection shows no visible damages and no manufacturing abnormalities. The warranty seal is untouched and in its original condition. During functional evaluation, the controller was powered up and the display shows not abnormalities; after plug in a know good test wand a known good foot pedal device the unit was activated and immediately indicates an alarm associated with the red attention led; no output could be measured; there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery the irrigation channel was not working properly due to which poor plasma, weak cutting with charring and smoke was seen. There was no back-up available to complete the procedure, there was a delay of more than one hour and the procedure was postponed.